Manufacturer narrative:
Ge healthcare¿s investigation is ongoing. A follow up report will be submitted after the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient experienced a lethal arrhythmia for which there was no alarm asserted. The hospital stated this led to a delay in treating the patient, who subsequently expired. Device evaluation by the hospital found the device was in or mode, instead of adult ICU mode, thus audible alarms were not asserted as expected by the user. During testing it was noted the device performed to specifications as configured. There is no indication of device malfunction.